Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pbq664, mfg. Date 2/26/2019, exp. Date 1/31/2024. Batch pch778, mfg. Date 3/13/2019, exp. Date 2/29/2024. In addition, a review of the manufacturing record evaluations for the possible batch numbers pbq664 and pch778 were performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: is the device available for return? Complaint sample was not retained by the ot staff.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pbq664, batch pch778. Additional information was requested and the following was obtained: please clarify if the "foil" broke or the "suture" broke. Suture breakage was the issue. Please provide the lot number reported in this event? There were 2 lots supplied to the account last month (pbq664 & pch778), ot incharge has not noted the lot no. Used that day as the entire box got used due to breakage issue. Was there any patient consequence and/or medical/surgical intervention? Only surgery was delayed due to this breakage.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. It was reported that the suture broke during the surgery from the swaging point. A new foil was used to complete the procedure. The surgery was delayed 15-20 minutes. No adverse patient consequences were reported.